Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a pacing impedance warning for high/undefined impedance. The rv lead also exhibited short v-v intervals. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.